Manufacturer narrative:
Block h6: device code a050502 captures the reportable event of device misfire.

Event description:
It was reported that during a procedure using a capio slim, the device did not fire correctly. No patient complication was reported.